Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: b/a present/condition, present/uncut with; damaged anvil / anvil shroud, no; damaged guide face, no; damaged knife, no; damaged staple pockets, no; damaged trocar, no; missing parts, no; staples present/location, no and tissue present/describe, no. Functional tests & results: 1st fire -setting/form/heights, high b/good; 1st fire-washer cut, good; indicator resonse, good; safety release, good; and trocar / anvil fit, good. Analysis conclusion: based on the info received and the visual and functional results, it appears as if the instrument was not fired through a complete firing stroke. This is evidenced by the breakaway washer being returned uncut but with a slight indentation around the entire circumference. It should be noted that to ensure the instrument has been fired through a complete firing stroke, the trigger must by fully actuated. A tactile feedback will be felt when the breakaway washer has been fully cut. This will ensure proper formation of the staples and a complete cut of the donuts. The instrument was reloaded and fired. It fired and formed the staples as designed around the entire staple ring with an acceptable cut on the test media and breakaway washer. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported by an affiliate during a rectosigmoidectomy the cdh33 did not fire and cut appropriately -- it did not work on the posterior wall. A re-anastomosis occurred.